Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately three weeks following the implant procedure the patient was diagnosed with cellulitis of the left leg/foot. The patient visited their general practitioner because of swelling and tenderness to the left leg and foot. The patient was given a fourteen day supply of oral antibiotics. It is unknown if this is related to the introducer. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.